Event description:
It was reported that an operator was trying to free a jammed basket inside the ultrasonic section of the equipment and by doing so, seriously injured thumb. The facility reported that part of the operator's thumb was cut off and medical attention was required (skin graft).